Manufacturer narrative:
The carr-locke injection needle subject of the reported event is being returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their carr-locke injection needle would not retract. The procedure was completed successfully with another injector needle following a short delay. No report of injury.